Event description:
It was reported that the patient had a sharp pain and "shock" from their implantable neurostimulator (ins). The patient had some relief in the first month after implant but now had more nausea and vomiting (loss of therapeutic effect). The patient also had bowel movement problems which began a week ago but did note that they had this issue in the past. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 435135, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID 435135, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).